Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had a left ventricular assist device (lvad) placed and the following day the device delivered twenty five inappropriate shocks due to t-wave oversensing. One of the shocks escalated the arrhythmia to polymorphic ventricular tachycardia (vt) which was terminated following two more shocks. Noise was then observed in primary and secondary vectors and the device was programmed off. The patient will most likely be implanted with a transvenous system in the near future. No additional adverse patient effects were reported.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
It was reported that this system was subsequently explanted and returned for testing. No additional adverse patient effects were reported.

Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when product evaluation is complete. The 3191 code was utilized due to the surgery that occurred.